Event description:
It was reported that the vns patient passed away at a residential home after experiencing a seizure, aspirating face down in a pillow, and going into cardiac arrest on (B)(6) 2011. No autopsy was performed and the funeral home discarded the patient¿s generator at cremation. Attempts for additional information have been made, but no further details have been received to date.